Manufacturer narrative:
The device was returned to gore for evaluation. Per the device evaluation performed by engineering the catheter was broken approximately 20mm proximal to the torque bump. The broken leading end of the catheter appeared stretched and measured approximately 11.6 cm from the break to the trailing end of the leading tip. Damage to the back of the leading tip was noted. These observations are consistent with the leading tip being caught and being pulled with force. The inner member of the catheter was broken, but the transition bond was intact. Engineering was not able to evaluate the ability to insert the device into a sheath due to the state of the returned device. Based on the findings from the evaluation, the condition of the returned device is consistent with the leading end of the catheter being caught and pulled with force, resulting in a catheter break. The root cause of the leading tip of the catheter breaking from the device could not be determined with the current information. The physician¿s statement that ¿the physician felt some resistance while advancing the gore® excluder® ® conformable aaa endoprosthesis through a gore® dryseal flex introducer sheath¿ could not be confirmed. No manufacturing defect was identified.

Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. It was reported that during the procedure, the physician felt some resistance while advancing the gore® excluder® ® conformable aaa endoprosthesis through a gore® dryseal flex introducer sheath (dsf16/unk serial number). The lot number was requested but remains unknown. The graft came off the delivery catheter. The physician resolved by using a ¿goose neck snare over the wire and snaring the tip of graft into place¿. The device was implanted successfully. No damage or serious injury to the patient was done. The patient tolerated the procedure.

Manufacturer narrative:
Patient medications: terazosin, eliquis, gabapentin, atorvastatin, anoro ellipta, aspirin, atenolol, lisinopril, duloxetine hcl dr, klor-con, furosemide, centrum silver men 50+, magnesium oxide, coq10, preservision areds 2, b-12, and d-3. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.